Event description:
It was reported an occlusion alarm occurred and the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no reported adverse impact on the customers blood glucose level. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.